Event description:
It was reported that this right ventricular (rv) lead triggered a safety switch due to a high out of range pacing impedance measurement of 2009 ohms, causing the system to change from bipolar to unipolar configuration. Boston scientific technical services (ts) reviewed data from the device and noticed the rv pacing impedance was stable, but it has gradually increased in the past months, as well as the ventricular auto pace threshold measurements. No noise was seen and there does not appear to be any significant changes to the health trends or patient diagnostics during this period. Ts recommended a full evaluation of the rv lead in the clinic, so a troubleshooting guide was provided, which include lead measurements, possible patient maneuvers and x-ray imaging, in order to identify potential issues such as covered insulation defects or hidden partial fractures. At this time, no further information is available. The lead remains in service and no adverse patient effects have been reported.

Event description:
It was reported that this right ventricular (rv) lead triggered a safety switch due to a high out of range pacing impedance measurement of 2009 ohms, causing the system to change from bipolar to unipolar configuration. Boston scientific technical services (ts) reviewed data from the device and noticed the rv pacing impedance was stable, but it has gradually increased in the past months, as well as the ventricular auto pace threshold measurements. No noise was seen and there does not appear to be any significant changes to the health trends or patient diagnostics during this period. Ts recommended a full evaluation of the rv lead in the clinic, so a troubleshooting guide was provided, which include lead measurements, possible patient maneuvers and x-ray imaging, in order to identify potential issues such as covered insulation defects or hidden partial fractures. At this time, no further information is available. The lead remains in service and no adverse patient effects have been reported.